Manufacturer narrative:
All operating currents were within specification and no unexpected blank display, battery out limit alarm, or off no power alarm was noted. The insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was not functional. Customer also reported a battery out limit alarm on the insulin pump when the batteries were not out of the insulin pump for a greater duration than allowed. The customer's blood glucose was 232 mg/dl at the time of incident. The customer also reported repeating off no power alarms and motor communication error alarms on the insulin pump. Troubleshooting could not be completed for the insulin pump due to the alarms. Customer also reported a blank display. The customer did not drop or bump the insulin pump. Customer agreed to return the product for analysis.